Manufacturer narrative:
Medical record review: a patient with right lower extremity nonocclusive deep vein thrombosis had a vena cava filter deployed. Approximately eleven months post filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts were made to snare the hook of the filter without success. A CT scan confirmed the hook of the filter was embedded in the wall of the inferior vena cava. More attempts were made to snare the hook of the filter without success so the procedure was concluded. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were provided and reviewed. Medical records were provided and reviewed. Approximately eleven months post filter deployment, multiple attempts were made to snare the hook of the filter without success. Review of a previously performed lumbar spine CT scan demonstrated that the hook of the filter was likely embedded in the anterior wall of the inferior vena cava. More attempts were made to snare the hook of the filter without success so the procedure was concluded. Therefore, based on the provided information the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the (B)(4) filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged that the hook of the filter embedded in the wall of the inferior vena cava. No patient injury was reported.